Event description:
During an implant procedure on (B)(6) 2024, it was reported that the right ventricular (rv) lead dislodged. The dislodgement was discovered via fluoroscopy. There were no consequences to the patient. Upon trying to reposition the rv lead, the physician could not extend the helix. The rv lead was not installed, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. The helix was retracted and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.